Event description:
On 15/nov/2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies not provided), however on (B)(6) 2023 the patient was hospitalized for worsening abdominal pain. The patient¿s hospital course is largely unknown, however the outpatient peritoneal effluent culture result returned positive for escherichia coli (B)(6) 2023. The pdrn attributed causality to the patient¿s immunosuppressed condition, as well as the patient/caregiver not wearing masks during initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s past medical history includes a terminal cancer diagnosis (specifics not provided) and on (B)(6) 2023 after a family meeting, it was decided the patient would enter hospice care. The patient¿s last treatment was on (B)(6) 2023. As of (B)(6) 2023 the patient remains hospitalized, with the goal of having the patient spend the holiday at home.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and antibiotic therapy. The pdrn attributed causality to the patient¿s immunosuppressed condition, as well as the patient/caregiver not wearing masks during initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, escherichia coli is one of the most common organisms causing gram-negative peritonitis in pd patients and is considered normal flora of the gastrointestinal tract. The patient¿s medical history includes a terminal cancer diagnosis, and on (B)(6) 2023 it was decided the patient would enter hospice care. The patient¿s last ccpd treatment occurred on (B)(6) 2023 and as of (B)(6) 2023, the patient remains hospitalized. Hospice care is considered medical intervention, with the expectation being the patient will expire as a result. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations and/or manufacturers¿ specifications.

Event description:
On 15/nov/2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies not provided), however on (B)(6) 2023 the patient was hospitalized for worsening abdominal pain. The patient¿s hospital course is largely unknown, however the outpatient peritoneal effluent culture result returned positive for escherichia coli (B)(6) 2023. The pdrn attributed causality to the patient¿s immunosuppressed condition, as well as the patient/caregiver not wearing masks during initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s past medical history includes a terminal cancer diagnosis (specifics not provided) and on (B)(6) 2023 after a family meeting, it was decided the patient would enter hospice care. The patient¿s last treatment was on (B)(6) 2023. As of (B)(6) 2023 the patient remains hospitalized, with the goal of having the patient spend the holiday at home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 15/nov/2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies not provided), however on (B)(6) 2023 the patient was hospitalized for worsening abdominal pain. The patient¿s hospital course is largely unknown, however the outpatient peritoneal effluent culture result returned positive for escherichia coli (B)(6) 2023. The pdrn attributed causality to the patient¿s immunosuppressed condition, as well as the patient/caregiver not wearing masks during initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s past medical history includes a terminal cancer diagnosis (specifics not provided) and on 20/nov/2023 after a family meeting, it was decided the patient would enter hospice care. The patient¿s last treatment was on (B)(6) 2023. As of (B)(6) 2023 the patient remains hospitalized, with the goal of having the patient spend the holiday at home.